Event description:
It was reported that prior a da vinci-assisted cholecystectomy surgical procedure, the customer contacted the technical support engineer (tse) to report a system connecting message that did not clear. The customer stated that they tried power cycling the system a couple of times and reseated fiber cables but when the system started up, the message was present and the system shuts down. The customer also stated that there was a power surge last night. The tse had the customer power down the system, disconnect the blue fiber cables and power on each cart in stand-alone. The customer was able to do this and stated that the tower and robot come on, but the console did not complete self-test. The clinical sales representative (csr) contacted the tse next day and attempted to do another hard power cycle. The csr ensured the system was connected correctly, cycled the breakers, and restarted. The system connecting message was still present. The procedure was aborted to another da vinci system.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci products to perform failure analysis. The field service engineer (fse) replaced the surgeon side cart (ssc) and vision side cart (vsc) common computer controller (ccc) to correct the issue. The system was tested and verified as ready for use. Isi did receive the product involved with this complaint and performed the failure analysis. The ssc ccc was visually inspected, where no issues were found. The unit was installed onto a known good equipment, fixture, or tool (eft) and powered on where no issues were found. An idler test for thirty minutes was performed, and the system was power cycled five times with no issues. The ccc was taken to a programming station, where it was unable to be confirmed bricked. As a result of these findings, a root cause could not be determined. The vsc ccc was visually inspected, where no issues were found. The vsc ccc was taken to a programming station where it was confirmed to be bricked. As a result of these findings, the root cause was determined to be a bricked ccc.